Event description:
The clinician reports the implant was inserted in fdi 16 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.